Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller said the neurostimulator was removed, but the wires were left because it was tangled. No date or details available. Patient called back and repeated previous information in this case. Patient was going to get the implant replaced but because both their paddle leads had grown and attached into their spinal cord, they were only able to get the implant taken out but not the leads. One of the leads were messed up. Leads were only half way up their spine. The implant was supposed to be for their lower back. Patient was having serious headaches and needed to get an MRI of their head and their neck. Agent reviewed information and redirected patient t o their hcp/ordering hcp for MRI.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; implant date: (B)(6) 2014; brand name vectris surescan; product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; implant date: (B)(6) 2014; b3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.